Event description:
A caregiver contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 4 of 4. (B)(4) explained the error indicated a large amount of air had entered into the disposable set. The caregiver explained that the patient did not disconnect, and there were no leaks or unused lines. (B)(4) had the caregiver cycle power and retrieve the cassette. (B)(4) advised the caregiver to notify the patient's dialysis nurse. Product surveillance (ps) contacted the caregiver who explained there was a tiny hole in the cassette tubing going toward one of the solution bags. The caregiver did not know what caused the damage, but stated the only thing she could think of was maybe when the tubing was folded it caused a weak spot. The caregiver was able to provide the lot information, but stated the sample was unavailable. The caregiver further explained the patient notified their dialysis nurse and was able resume therapy successfully. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number was not known by the patient, therefore device evaluation cannot be performed. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 occurred during dwell 4 of 4 was not confirmed due to a lack of sample. Per the event description, the caregiver explained that the patient did not disconnect, and there were no leaks or unused lines. Baxter product surveillance contacted the caregiver who explained there was a tiny hole in the cassette tubing going toward one of the solution bags. The caregiver did not know what caused the damage but stated the only thing she could think of was maybe when the tubing was folded it caused a weak spot. An exact root cause was not determined. The batch review was performed with no issues noted. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).